Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported pain, bleeding, numbness, peri-implantitis, infection and inadequate bone quality/bone quantity.

Event description:
Pain, peri-implantitis, bleeding, infection and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.